Event description:
Info was received by the MFR alleging a patient became short of breath while using a bipap harmony bi-level device in his home. The patient reportedly was admitted to a hospital and placed on a different bi-level device and his condition improved. The pt was released from the hosp and expired five days later. It was not indicated to the MFR whether the pt's condition or the device caused the patient to be hospitalized. The patient had been diagnosed with severe chronic obstructive pulmonary disease (copd), lung cancer, and renal failure.

Manufacturer narrative:
The device was returned to the MFR's service center for eval. The device was tested and passed all tests. During an internal inspection of the device, a kink in the internal flow tubing was identified. The device was forwarded to the MFR's engineering department for further eval. Although the engineering department confirmed the device's internal flow tubing was kinked, this did not affect the performance of the device. The available info and testing results indicate the pt's medical condition caused the reported event. The MFR concludes no further action is appropriate.